Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stitching a patient¿s chin, the needle detached from the suture. There was no harm to the patient and the procedure was able to be completed.